Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the incision site. A healthcare provider (hcp) alerted the boston scientific representative that the patient was seen at the healthcare facility (hcf) for a would check one week after implant. At the would check the hcp found the icm device was no longer implanted. The hcp provided the icm device came out of the incision site. The icm device was discarded and will not be returned. At this time no other products have been implanted. There were no adverse patient effects reported.